Event description:
It was reported that the patient experienced a syncopal episode and the physician indicated that there was ventricular undersensing that prevented the detection. It was further reported that the device recorded nine non-sustained tachycardia (nst) episodes and no therapy was delivered due to the rate of the episodes had slowed below the ventricular tachycardia (vt)/ventricular fibrillation (vf) detection zone several times. The ventricular lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2011. (B)(4).